Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the left ventricular (lv) lead exhibited gradually increased pacing impedance which was greater than upper limit alert. Additionally, the lv threshold trend was increased concurrently with the pacing impedance. No changes or intervention were reported. The patient condition was not known.